Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the procedure was a laparoscopic supracervical hysterectomy. During the procedure, the device was flashing and making a grinding noise like the motor was getting bogged down.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00493. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the doctor was coring into to the uterus to remove tissue and, most of the way through the case, the blade on the disposable started slowing down and the lights on the front of the device started flashing. The doctor let the unit cool for a couple minutes, started morcellating again, encountered the same slowing of the device, stopped to let the unit cool down and continued with the process until the case was completed. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.